Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue battery box failure was duplicated. The cause of the reported issue was due to battery leakage. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery melted and the color of the battery transferred onto the body of the device. This occurred during priming at the facility. There was no reported patient involvement.